Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The intracranial pressure (icp) value was reported to be difficult to interpret. Additional information was received on 18apr2017 with the following: the device was in contact with patient but there was no patient injury. During tightening of the compression button of the kit for introduction (double im2seu), the value of icp displayed on the monitor was not correct; more than 100 mmhg and decreased progressively to negative value. The medical staff used another catheter and the value was then correct lot number possibly: 111e00292155 or 111e00293317.

Manufacturer narrative:
Additional information received on 23may2017: the event lead to an increase of time of 15 minutes. The customer confirmed that the device was thrown as it was contaminated. Integra has completed their internal investigation on may 8, 2017. Results: to date, the catheter has not been returned for investigation. DHR review; met requirements before released to finished goods. Complaints history; complaint history, model 110-4xxx, from may-2016 through apr-2017 reviewed; there were (B)(4) other complaints, and one of them was confirmed. The number of confirmed reports (01 ) divided by the number of units sold model 110-4xxx, ((B)(4)), apr-2016 through mar-2017 and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: the customer¿s complaint ¿icp value difficult to interpret¿ could not be confirmed, as of today the device has not returned for evaluation. No root cause could be established for the failure mode described in the customer complaint.